Manufacturer narrative:
.

Event description:
It was reported that the patient presented in clinic for routine device check. A slight increase in threshold was noted and noise was producible with isometrics. No anomalies were seen on diagnostic imaging. Lead was capped and replaced.